Event description:
It was initially reported that the centrella bed¿s exit alert did not alert when the patient exited the bed, fell, and expired. During a follow-up call with the customer, the customer confirmed that the patient did not exit the bed, nor did the patient fall out of the bed. The customer clarified that the patient ¿maneuvered himself down to the foot of the bed.¿ the patient¿s ¿feet were on the floor and his buttocks were still on the bed¿ in between the intermediate side rail and the bed¿s footboard. The patient had a vomiting episode and then slumped over in the bed. The caregiver was alerted due to the patient¿s decrease in heart rate and responded immediately with no delay in care. The caregiver initiated a code. The patient subsequently expired. At the time of the follow-up call, the customer could not provide a determined cause of death. The customer also reported that the bed¿s exit alarm was set to the most sensitive setting and upon the caregiver entering the room in response to the event, the caregiver reported that ¿the bed¿s screen showed a yellow banner with the word malfunction.¿ this patient was a 67-year-old male admitted for coronary artery disease and was eleven days post-operative open-heart surgery.

Manufacturer narrative:
The centrella bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. The bed is equipped with a graphical caregiver interface touchscreen that allows the caregiver to view information about the bed's functions, set the bed¿s exit alarm, zero the bed¿s scale, weigh the patient, and manipulate other features of the bed. When the system beeps one time and the bed exit on indicator shows on the home screen, the system is armed. The device instruction for use states the following occurs when properly setting the bed¿s exit alarm ¿when the system beeps one time and the bed exit on indicator shows on the home screen, the system is armed.¿ when the bed¿s exit alert system is armed, the bed exit indicator on the graphical caregiver touch screen will be green. When the system is armed and it detects an alert condition for the bed exit mode setting, the following will occur: an audible alert comes on, the amber alert silence control indicator flashes and an alert call is sent to the nurse's station ( for a bed that is connected to a nurse call communication system). Of note, the caregiver has the option to silence the bed exit alert (for a designated timeframe) without deactivating the system. The IFU instructs ¿during this silence mode, the system stops monitoring the patient's movements; therefore, the system will not notify the care team or cause an alert.¿ during the preemptive alert silence time frame a yellow ¿bed alert silenced¿ message is displayed on the graphical screen. In the event of a malfunction or other scenario the word ¿malfunction¿ would not be displayed on the bed¿s graphical screen display as it is not a selection of the bed¿s programmed vocabulary. The inspection of the bed by a baxter technician found that the bed functioned properly, the bed¿s exit alarm was able to be set on all settings, and the bed had no error codes displayed or logged. In this event, the patient was reported to have fallen and subsequently expired. The customer confirmed that a fall did not occur. The cause of the exit alert to fail to alarm upon the patient¿s movement to the foot of the bed is unknown but possibly related to a use error, as the customer reported a yellow alert displayed by the bed at the time of the event, which indicates a caregiver initiated a preemptive silence prior to the event, or that an alert displayed on the bed went unnoticed. As the device IFU states a yellow border on the top of the graphical caregiver screen indicates a ¿caution.¿ the message will be accompanied by an associated message as well as instructions to resolve the issue. Although the patient was reported to have subsequently expired, it is unlikely that the reported death was caused or contributed to the centrella bed, as the customer confirmed the patient did not fall or experience a delay in care. The exact cause of the bed exit failure is unknown, however, the inspection by baxter ruled out a device malfunction. In the event a bed exit was to fail, it would likely cause or contribute to a serious injury or death.

Event description:
It was initially reported that the centrella bed¿s exit alert did not alert when the patient exited the bed resulting in a fall. During a follow-up call with the customer, the customer confirmed that the patient did not exit the bed, nor did the patient fall out of the bed. There was no patient impact related to the bed exit alarm feature. The customer also reported that the bed¿s exit alarm was set to the most sensitive setting and upon the caregiver entering the room, the caregiver reported that ¿the bed¿s screen showed a yellow banner with the word malfunction.¿

Manufacturer narrative:
Correction to b5 for clarification of event details provided by the customer confirming no patient impact as a result of the reported device malfunction. Correction to f10 and h6 codes for clarification of event details provided by the customer confirming no patient impact as a result of the reported device malfunction. The inspection of the centrella bed by a baxter technician found that the bed functioned properly, the bed¿s exit alarm was able to be set on all settings, and the bed had no error codes displayed or logged. The exact cause of the bed exit alert to fail to alarm upon the patient¿s movement to the foot of the bed is unknown but the most likely cause is related to a use error. In the event of a malfunction or other scenario the word ¿malfunction¿, as rep orted by the customer, would not be displayed on the bed¿s graphical screen display as it is not a selection of the bed¿s programmed vocabulary. Per the IFU, the centrella bed has the option to silence the bed exit alert (for a designated timeframe) without deactivating the system. The IFU instructs ¿during this silence mode, the system stops monitoring the patient's movements; therefore, the system will not notify the care team or cause an alert.¿ during the preemptive alert silence time frame a yellow ¿bed alert silenced¿ message is displayed on the graphical screen. The customer indicated that a yellow alert displayed on the centrella bed gci at the time of the event, which indicates the patient or caregiver likely initiated a preemptive silence prior to the event, or that an alert displayed on the bed went unnoticed. The device IFU states a yellow border on the top of the graphical caregiver screen indicates a ¿caution.¿ the message will be accompanied by an associated message as well as instructions to resolve the issue. Should any additional information become available, a supplemental report will be submitted.